Event description:
Caller reported a vertical line in the middle of the aviva combo meter display screen. No adverse event was reported. A request was made for the return of the meter.

Manufacturer narrative:
The event occurred in (B)(6).